Event description:
It was reported that as lvp 20d dehp 2ss cv tubing had a hole in it allowing air in the line. The following information was provided by the initial reporter: material no: 2420-0500 batch(lot) no: unknown it was reported there was a hole in tubing, causing a leak. Additional information (customer response) (B)(6) 2020: pr 376447 1. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Was running to a patient at the time. 2. If patient involvement; was there any effect on the patient from the event? No, it caused an air alarm to go off and was the pin prick leak was found and tubing changed. 3. Was there a delay of, or change in, the course of treatment due to the event? Please explain: not that I am aware of. 4. Exposure to blood/bodily fluid/IV solution? If yes, please explain: no 5. What was the medication/fluid in use at the time of the event? This was an antibiotic in a bag. 6. If patient involvement, can you please provide the following patient information: unsure · patient initials: · patient date of birth: · patient age: · patient gender: female 1. Leaking - appears to be a pin prick hole at top of blue connector. 2. Air in line - air bubble corrected, a few minutes later, another air bubble was noted - looks like a small hole where blue connector goes in top of pump.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/20/2020 investigation conclusion it was reported there was a hole in tubing, causing a leak received from the customer was one used primary set model 2420-0500 lot unknown the set sample was inspected for kinks, holes/tears in the tubing or damages to the components. There was a tear in the silicone segment p/n 12088541 directly below the upper fitment component p/n tc10008721. The tear was measured approximately 0.151 inches in length. Fluid was observed leaking from the tear. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned disposable set allowing fluid to flow through the set via gravity. The set leaked from the tear in the silicone segment. Device history record could not be performed on model 2420-0500 because the lot # for the suspect set was not provided. The customer report of hole ¿tear¿ in tubing caused the set to leak was confirmed. The observed leak was due to a tear on the silicone segment component. The root cause of the tear was not identified.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing had a hole in it allowing air in the line. The following information was provided by the initial reporter: material no: 2420-0500, batch(lot) no: unknown. It was reported there was a hole in tubing, causing a leak. Additional information (customer response) 07-jul-2020: pr (B)(6). Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Was running to a patient at the time. If patient involvement; was there any effect on the patient from the event? No, it caused an air alarm to go off and was the pin prick leak was found and tubing changed. Was there a delay of, or change in, the course of treatment due to the event? Please explain: not that I am aware of. Exposure to blood/bodily fluid/IV solution? If yes, please explain: no. What was the medication/fluid in use at the time of the event? This was an antibiotic in a bag. If patient involvement, can you please provide the following patient information: unsure. Patient gender: female. Leaking - appears to be a pin prick hole at top of blue connector. Air in line - air bubble corrected, a few minutes later, another air bubble was noted - looks like a small hole where blue connector goes in top of pump.